Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3166ans, serial: (B)(6), UDI: (B)(4), batch: 7629577.

Event description:
It was reported that the patient's left occipital lead had migrated. The issue was confirmed via x-ray. It was noted that the patient's migraines have been progressively getting worse over the past year, primarily on the left side. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which lead caused the issue.